Event description:
During an rf procedure, the pt felt unintended sensory stimulation at zero volts when the start button on the sensory stimulation screen was turned on. There was no reported clinical effect on the pt. The procedure was completed with the same equipment and with no delay.

Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. This report will be updated if the investigation requires.